Event description:
On (B)(6) 2012, animas became aware of the following event. The reporter indicated that the patient was putting their pump back on after swimming lessons and the pump emitted a low battery alarm. The patient's parent noted the alarm and planned to change the battery later. The patient's parent and the patient both went to sleep upon arriving home. The patient awoke in the morning to elevated blood glucose levels (483mg/dl) with ketones and the pump was without power. This report is being made based on the allegation that the patient experienced elevated blood glucose levels related to use error.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.